Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient returned to their office for a repair of hiatal hernia surgery. During the pre-operative x-ray, they discovered that the patient still had a capsule attached to the esophagus. The capsule was removed via endoscopy and it fell off when bumped by the endoscope. There was no harm done to the patient and no medical care was needed after the capsule was removed. The capsule will be returned for investigation.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. One bravo capsule and/or delivery device was received for evaluation. A review of the device history record indicating that the product was released meeting finished product specifications. The returned sample meet specification as received by medtronic. The visual inspection found no notable conditions. The customer reported bravo fail to detach to patient's esophagus. The reported condition was not confirmed. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.